Event description:
After performing atherectomy on the proximal cap of the occlusion, the physician took the turbohawk down the cto once. The device was pulled back to make another cut in different plane, but the .014 wire came back with the device. When attempting to push the wire back down, the physician noticed a lot of resistance. The physician pulled back on the device and heard a crack, then pulled the device again. The catheter came back without the nosecone which was lodged in the patient's left iliac. The physician attempted to resheath the nosecone, and pull everything out, but was unsuccessful. The physician then attempted to snare the nosecone out with a snare but it would not track. The physician made a decision to leave the nosecone and bring the patient back for bypass and remove it at that time. The nosecone still in patient.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.